Event description:
Information received from the field notes patient was in atrial flutter with 2:1 block and a native ventricular rate of 124 beats per minute. Interrogation of the device revealed inappropriate measured data.